Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc), high pace impedance measurements, non-detection and conductor fracture. The pacing configuration of the lead was changed which resolved the issue at the time. Approximately 18 months later the previously reported observations started once more. At that point cardiac resynchronization was programmed off to assess the patient for a period of three months without lv therapy. After that point the patient reported an increase in lethargy but no other symptoms. An echocardiogram was performed which showed a decrease in lv ejection fraction from 40 to 35 percent at which time a revision procedure was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.